Manufacturer narrative:
During an internal stock audit it was noted that the pouch used to package the bur had no seal, resulting in a breach in the sterility of the product

Event description:
A compromise in the sterility of the product was noted during an internal stock audit.